Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing low blood glucose and insulin pump had damaged at reservoir compartment. Customer¿s low blood glucose level was at the time of incident was 49 mg/dl,46 mg/dl. Customer was treated with food. Customer has been using insulin pump system within 48 hours of reported low blood glucose. Customer reported that auto mode was automatically delivering insulin at the time of low blood glucose. Customer also stated that reservoir was not able to lock in place and lip ring was broken. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Device received without the original belt clip. The test belt clip fits and lock properly and no damage on the belt clip rails noted. The test p-cap locks properly in place in the reservoir compartment noted. Device received with scratched case and pillowing keypad overlay.(B)(4).